Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with a wireless neurostimulator (wens). Information was reported that the patient stated that when she laid down the device intensity increased and shocked her. The patient stated she then had a seizure that could or could not be related to the therapy as she has psychogenic non-epileptic seizures so was not sure if it was a coincidence or not. The patient was told to turn down her stimulation. The patient switched to program b and recommended that she turn the stimulation down or off when she lays down. The issue was reported to be resolved at the time of this report. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of shocking and increased intensity was not determined. No further information was reported.